Manufacturer narrative:
An intuitive surgical, inc. Technical field specialist (tfs) replaced the illuminator, which resolved the issue. Intuitive surgical, inc. Has received the illuminator involved with this complaint and completed an investigation. The reported issue could not be replicated nor confirmed by installing the unit into a test system. Ten power cycles were performed with no issues detected. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci assisted aortic ring dissection procedure, there was an intermittent loss of light. The nurse reseated the light guide, but the issue was not resolved. An external illuminator was used to finish the procedure. The procedure was completed with no patient harm, adverse outcome or injury.